Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was observed during service evaluation. System error 105 was found to be caused by a failed motor. Further device investigation found evidence of fluid intrusion and contamination on the motor end cap, the encoder board, and corrosion on the flex/board connection. The failed motor assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a system error 105. There was no patient involvement.